Event description:
It was reported that the device could not be interrogated.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a communication anomaly was not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found.